Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a suction loss during corneal flap creation just before the side cut. The patient interface was exchanged and surgery completed using a larger diameter for the new flap with a smaller horizontal offset and no further complications. Upon follow up, the patient is absolutely normal and not experiencing any signs of vision loss.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).